Manufacturer narrative:
The actual sample was returned and evaluated. Co found pieces of the hydromer coating on the guidewire, indicating the guidewire may not have been properly lubricated prior to removal. Samples from co's inventory were tested and all functioned properly. A review of the lot history found no defects relating to the complaint. Mfg suspects the user waited too long after activating the hydromer before removal (they should have rehydrated the guidewire). This is clearly addressed in the product labeling. A search of co's files finds no other reports against this lot. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not neccessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
Customer reports difficulty removing guidewire once tube was inserted and placement confirmed. Tube and guidewire both removed as they would not separate. When guidewire was finally removed from tube, it had plastic (or something else) adhering to it. Subsequently, another tube was placed and functioned without any problem. There was no pt complication as a result of this incident and the pt is doing well.